Event description:
It was reported that a spectrum iq pump keypad was not working upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, two of the keypad keys were not functioning properly. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.